Event description:
My husband (B)(6) had a surgifish viscera retainer left inside his abdomen for 12 days by mistake during his first surgery on (B)(6), 2014, for aorta bifemoral bypass. He had to have an emergency operation on (B)(6), 2014 to remove the surgifish viscera retainer and he remains in critical condition in the ICU at (B)(6), and today is (B)(6), 2014. (B)(6) has all the records, charts and medical mishap reports.